Manufacturer narrative:
(B)(4) is a duplicated complaint file and will therefore be unreported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. The device will be returned for evaluation.